Manufacturer narrative:
This is a follow-up report to provide the return date (section d6); lot number, expiration date, and MFR date (sections d6, d4 and h4, respectively:; evaluation results (section h6); and event problem codes (section f10), which have been provided by the MFR. Evaluation confirmed that the trach head had cracked. The trach head design has been modified to address the issue of cracking. Replacement devices with a modified trach head design were sent.

Event description:
The trach head cracked after five weeks of use. It was replaced one week after the crack was first observed. The pt is 24-hr ventilator-dependent and has been trached for 5 yrs. She has severe deformity of the neck and spine. No pt injury was reported. Her condition is at baseline.